Event description:
Pt lives alone in housing development. Dx copd. Pt is smoker. Uses o2 bnc at 2 l/min approx 10 hours/day. Has been instructed on o2 precautions regarding smoking. On the day of the event, report of fire at pt's home. On arrival by police, pt had been able to get out of home. Pt had 2nd and 3rd degree burns to the upper body. Police inquired what had happened and pt responded the oxygen tank blew up. Pt was transported to burn center where pt expired on the following day.